Event description:
Stiffness at the left knee (joint stiffness). Left knee pain/knee pain during walk (arthralgia). Knee effusion (joining effusion). Pt had not observed a benefit from treatment(therapeutic response decreased). Injection itself had been painful (injection site pain). Case description: spontaneous report was rec'd on (B)(6) 2013 from a (B)(6) female pt. Initials (B)(6), with left gonarthritis. The pt's medical history was significant for previous medical device implantation with synvisc one two years ago). On (B)(6) 213, the pt initiated treatment with (second course) synvisc one (hylan g-f) injection, (route and dose not provided) into an unspecified location. The lot number of synvisc one was not provided. On (B)(6) 2013 (48 hours after synvisc-one injection), the pt experienced knee discomfort. It was reported that she had no pain and no knee effusion. The action taken with synvisc one treatment was not provided. The pt had not yet recovered from the event of knee discomfort. Concomitant medications were not reported. The intensity for the event of knee discomfort was not provided. The casual relationship between synvisc one and the event of knee discomfort was not provided. Follow-up info was rec'd on (B)(6) 2013 from the pt initials (B)(6), product info and clinical course. On (B)(6) 2013 (previously reported as (B)(6) 2013), the pt rec'd synvisc one into left knee. On (B)(6) 2013, twenty four hours after synvisc one injection (previously reported as 48 hours), the pt experienced knee pain during walk. The event of knee discomfort was deleted as it was characterised by left knee pain during walk. On an unspecified date, in (B)(6) 2013, the pt had no problems for knee flexion but the pt experienced stiffness at the left knee. It was reported that the pt had no hot knee. On an unspecified date in (B)(6) 2013, the pt's physicians prescribed her magnetic resonance imaging (MRI) examination. The pt had not yet recovered from the event of left knee pain. The out come for the event of stiffness at the left knee was not provided and at the time of report the event of knee pain was persisting. The intensity for the events of left knee pain during walk and stiffness at the let knee was not provided. The causal relationship between synvisc one with the events of left knee pain during walk and stiffness at the left knee was nor provided. Follow-up info was rec'd from the pt on (B)(6) 2013 regarding event info and clinical course and treatment medication which upgraded the case to serious. The synvisc injection itself was very painful (injection site pain) and the pt had not observed a benefit from the synvisc one treatment(sub-therapeutic response). The pt complained of knee pain essentially in the morning while getting up. It was reported that no arthrocentesis was performed prior to synvisc one injection. On (B)(6) 2013, the pt rec'd treatment with intra-articular corticosteroids (unspecified) injection. It was reported that the pt's pain improved for few days only. At the time of report knee pain was still persisting. The outcome for the evens of knee effusion, "injection itself had been painful" and "not observed benefit from the treatment" was not provided. The intensity for the events of knee effusion, "injection itself painful" and "not observed benefit from the treatment" was not provided. The causal relationship between synvisc one and the events of knee effusion, 'injection itself was painful' and 'not observed benefit from treatment' was not provided.

Manufacturer narrative:
Follow-up info was rec'd on (B)(4) 2013 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.